Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There is no patient impact associated with this complaint. On (B)(6) 2012, it was reported that the keypad buttons were intermittently unresponsive. The up and down arrow and the contrast buttons were reportedly the ones with this issue. No additional information is known about this complaint. This complaint is not being reported because the issue remained unresolved at the time of trouble shooting.